Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that one day post implant the right ventricular (rv) lead had dislodged. It was suspected that the dislodgement was due to the lead length. The lead was explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.